Event description:
Related manufacturer reference number: 2017865-2022-44003. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right atrial (ra) lead and right ventricular (rv) lead were explanted due to tricuspid insufficiency. The leads were explanted on (B)(6) 2022. No adverse patient consequences were reported.